Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Cannot start pump was found in event history log. The reported "air in line" error was duplicated. In user mode with the same filled cassette the "cannot start pump with air in line" message was displayed, and was confirmed in the event log. This is a new pump with an out-of-box failure. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the air detector will be replaced.

Event description:
It was reported that the device had air in the line. No patient injury was reported.